Event description:
Per the clinic, the patient developed hypertrophic skin around the abutment, on (B)(6) 2015 the skin was cauterized. Subsequently on (B)(6) 2015, the patient was seen for pain at the site as a result of continued growth of tissue at the abutment site. The patient was prescribed oral antibiotics (during not reported). As of report from (B)(6) 2015, the issues have resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.